Event description:
Complainant alleged that while attempting to defibrillate a 66-year-old male patient, the associated device was unable to obtain an ECG signal via these electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. Evaluation: the customer's report was observed during initial testing; however, the pads passed continuity testing from the connector to the tins on both pads. Inspection of the pads observed the gel rolled away from the tin, but difficult to determine if CPR or repositioning of the pads was a factor. The pads were scrapped, and replacements were sent to the customer. Analysis for reports of this type has not identified an increase in trend.